Event description:
It was reported that the customer had high blood glucose levels over 600 mg/dl. Customer stated that she was running unusually high for 3 days. Customer was told to change everything and take a shot of insulin. Customer has also been having stomach cramps. Customer's current blood glucose level is 400 mg/dl. Customer stated that she thinks the drive support cap looks unleveled. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer stated that her blood glucose rose to 405 mg/dl despite giving an injection before calling. Customer declined assistance with her blood glucose level. Customer stated that she will consult with her doctor. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The drive support cap was inspected and is leveled and normal recessed. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.